Event description:
It was reported intra-aortic balloon(iab) was inserted in the cath lab on (B)(6) 2019. On (B)(6) 2019 during therapy, the console generated an unknown alarm and the balloon ruptured. The doctor inserted a second intra-aortic balloon(iab) on (B)(6) 2019 via the axillary insertion site. The console was also changed out. Received another alarm on the cs300 intra-aortic balloon pump(iabp) of a possible hole or rupture of the balloon on (B)(6) 2020 and blood had come back into the extracorporeal gas tubing, indicating that there was a rupture of the balloon catheter. The patient was taken to the operating room for removal of the second balloon catheter. Replaced the balloon catheter at this same time on (B)(6) 2020, also in the same axillary approach. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient. This report is for the first iab.

Manufacturer narrative:
Corrected sections: e2 - 'health profession?' Changed from no to yes. E3 - 'occupation' changed to other. The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender tubing was also returned. A visual examination of the product detected the inner lumen within the catheter tubing near the y-fitting was completely separated within a kink approximately 76.5cm from iab tip. The optical fiber was found to be broken at the same location of the separation. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported problems. It is difficult to determine when the lumen break occurred but it is possibly a result of patient movement during the procedure. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported intra-aortic balloon(iab) was inserted in the cath lab on (B)(6) 2019. On (B)(6) 2019 during therapy, the console generated an unknown alarm and the balloon ruptured. The doctor inserted a second intra-aortic balloon(iab) on(B)(6) 2019 via the axillary insertion site. The console was also changed out. Received another alarm on the cs300 intra-aortic balloon pump(iabp) of a possible hole or rupture of the balloon on (B)(6) 2020 and blood had come back into the extracorporeal gas tubing, indicating that there was a rupture of the balloon catheter. The patient was taken to the operating room for removal of the second balloon catheter. Replaced the balloon catheter at this same time on (B)(6) 2020, also in the same axillary approach. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient. This report is for the first iab.